Event description:
Caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.